Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The events of infection and inflammation are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Patient reported left side "infection" and "inflammation" after placement of seri surgical scaffold device. The patient was prescribed antibiotics, and a potion of the device was removed approximately 1 month after implant.